Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received the reported type 1a endoleak was confirmed due to partial crown separation. Additionally there was evidence to reasonably support the following observations; dissection of the right external iliac artery, a type 3b endoleak, partial crown separation, sac growth, distal migration of the suprarenal extension, right common iliac artery dissection, right common femoral artery endarterectomy with patch angioplasty due to stenosis, decrease in overlap between the main body and proximal suprarenal extension. The clinical assessment was based on adequate patient medical records, and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. Devices were not returned, therefore no evaluation was conducted. Based on the information available, the root cause of the reported event is unknown.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and suprarenal aortic extension. A follow up visit on (B)(6) 2016 showed a type 1a endoleak. On (B)(6) 2016, the physician elected to implant an additional suprarenal aortic extension to seal the endoleak. Patient is in stable condition.